Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: on (B)(6) 2013, the surgeon tried to remove the locking cap for a little of compression, however, he couldn't remove both at l4. The surgeon tried backward and forward several times and then with a persuader. The surgeon tightened to 12nm by a new release tool. The surgeon could still not move it back and forth. The surgeon decided to use a normal handle, because out of torque. Two shafts and one handle were broken. The device was removed from the patient and the operation was finished after the compression. This is report 2 of 3 for complaint (B)(4).